Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2005.according to the complainant, post-procedure, the patient experienced bleeding, recurrent urinary tract infections, dyspareunia, and abdominal and pelvic pain.all other information is unknown and unavailable.